Manufacturer narrative:
One smiths medical peripheral intravenous catheters (pivc)/jelco safety viavalve catheter was returned for analysis. A magnified examination of the sample showed that the needle presents damage in the area where the tip of the needle separated from the rest and tip damage that could have been created from a manufacturing process. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that upon insertion of a smiths medical peripheral intravenous catheters (pivc)/jelco safety viavalve catheter, the needle broke while still in the catheter. Subsequently, the entire device was removed from the patient. No patient consequences were reported. No adverse effects were reported.